Event description:
It was reported that a patient underwent an artificial urinary sphincter (aus) revision surgery due to long cuff. A new cuff was implanted. There were no patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence due to long cuff. A new cuff was implanted. There were no patient complications.

Manufacturer narrative:
Correction to field a2: age at time of event. Correction to field a2: unit of measure. Correction to field a3a: sex. Correction to field a3a: gender. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported length issues may have been due to a potential measurement error at the implant procedure.